Event description:
Eeg leads attached to patient but unable to get eeg machine to read patient's brainwaves despite trying 3 different machines. Per our biomed department, this was due to a software malfunction from the manufacturer. Manufacturer response for eeg machines, (brand not provided) (per site reporter): call was placed to eeg company on date of incident with no fix to the problem offered.